Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime anomaly. The blood glucose at the time of the incident was 382 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify excessive no delivery alarm, prime/fill anomaly and perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.